Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Bosotn scientific recieved information that during a replacement procedure this left ventricular (lv) lead dislodged. A new lead was placed but explanted immediately due to the patient anatomy. The dislodged lv lead was capped and remained in the patient. No adverse patient effects were reported.